Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the alarm and the display did not light up was due to the bad circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of beeped (alarmed) and the display did not light up after switching on again (only present with start/stop display) was confirmed. The device evaluation found a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit beeped (alarmed) and the display did not light up after switching on again (only present with start/stop display). The issue was found during an unspecified type of procedure. There were no reports of patient harm.